Event description:
Call transferred from (B)(6)/psr and (B)(6) pt's spouse regarding ivr pump issues. States sn #(B)(4) is alarming with no disposable. Clamp tubing error message and unable to clear. States she has tried to clean off sensors with alcohol pads and wipe dust off but no success. Advised pharmacy will send one placement pump for delivery tomorrow 5/3 to home address; requests to sign for package and ok to send via best method. States she already has a return box at home. No side effects resulted from pump malfunction. Dose or amount: 60ng/kg/min. Frequency: q48h. Route: IV. Dates of use: (B)(6) 2015 to ongoing.